Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6 connector. Pump error 25 occurred on 01:00--21:00 in history file and traces. Low battery alert occurred on (B)(6) 2024 10:13 and then replace battery alert occurred (B)(6) 2024 11:00 and then replace battery alarm now occurred on (B)(6) 2024 11:31 and power loss alarm occurred on (B)(6) 2024 13:09 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label missing. Pump error 25 and unexpected battery power loss are confirmed due to moisture damage on the j6 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power system error (backup battery fails) was detected, and this error did not prevent the pump from running (pump error 25). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880l. The customer reported receiving a power error detected alarm. The customer was able to clear the alarm and complete the rewind but troubleshooting did not resolve the issue. No harm requiring medical intervention was reported. The customer was instructed to discontinue pump use, and revert to the backup plan per health care professional instruction. Mmt-1880l was requested and the customer response was the device will be returned.